Event description:
It was reported that a contour ureteral stent was to be used in a stent exchange procedure. During unpacking, the stent was found broken and torn. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a contour ureteral stent was to be used in a stent exchange procedure. During unpacking, the stent was found broken and torn. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Block h6 device code has been corrected. Additional information was received on 06jun2025 stating that the stent was not detached but just visibly fractured. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, boston scientific no longer considers this to be a reportable event.